Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and received battery failed alarm and also the battery cap was damaged. The customer reported blood glucose value of 23 mmol/l. The customer reported hyperglycemia was treated with manual injection/insulin pen and hospitalization: overnight stay. The event involved product(s) mmt-1885. Troubleshooting was performed for high blood glucose event. No further patient complications were reported. The customer will discontinue use of the device. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
Unable to verify battery cap damage due to pump received without the original battery cap. The thump and carelink software was utilized and downloaded trace/history files properly. The power management graph indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph. In further full review in the pump history found: low battery alarms on (B)(6) 2024 at 11:05:00.000, (B)(6) 2024at 09:42:00.000 and (B)(6) 2024 at 07:06:00.000 replace battery alert on (B)(6) 2024 at 19:13:00.000. No failed batt/battery failed alarm in the pump history noted. Stuck button alarm on (B)(6) 2024 at 11:11:23.000 and 11:18:39.000. Pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. All buttons functioning properly. No battery failed alarm, stuck button alarm or blank display during testing. However, pump received with a high sleep current measurement. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (23.4 mv). ¿swapping out test boards confirms high sleep current measurement is isolated to pcba 1. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay and serial number label missing during the visual inspection. Unable to verify customer alleged for high bg. The force sensor is within specification. Customer alleged for battery cap damage unknown due to pump received without the original battery cap. Stuck button alarm did not occur during testing and not confirmed, however, a stuck button alarm was found in the history file. Battery failed alarm and blank display not confirmed. Pump received with a high sleep current measurement, problem isolated to the pcba 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.